Event description:
The customer reported a respiratory circuit blockage. The customer reported patient circuit disconnection, and flow rate measurement abnormal monitoring parameters. There was no patient involvement.

Manufacturer narrative:
MFR received date 05 sep 2019. The customer further clarified the original problem description. The customer reported a respiratory circuit blockage. The customer reported patient circuit disconnection, and flow rate measurement abnormal monitoring parameters. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04sep2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse confirmed there was low tidal volume. The fse replaced the air and oxygen flow sensor assembly to resolve the reported issue. After this repair the unit was tested and found to be operating normally. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a respiratory circuit blockage. There was no patient involvement.